Event description:
It was reported that during a pulmonary vein isolation ablation procedure, the irrigation port detached from the cool flex catheter. The physician completed the ablation procedure and just prior to removing the therapy cool flex catheter from the patient, the physician noted that the irrigation port had detached. The catheter was removed with no consequences to the patient.

Manufacturer narrative:
(B)(4). Method: one therapy cool flex catheter was received for evaluation. Visual inspection revealed the luer extension tube and fluid lumen were detached from the proximal end of the catheter handle. Functional testing could not be performed due to the condition of the returned device. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. The root cause of the detached fluid lumen is consistent with operational context as device performance was limited due to anatomical/procedural factors.